Event description:
Legal counsel for the patient alleges patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2005. No further information has been provided to date. Information provided in operative notes and a review of invoice history confirms the revision procedure occurred on (B)(6) 2007 due to infection. A girdlestone procedure was performed and patient's femur fractured while removing the stem. The modular head, acetabular cup, taper adapter and stem were removed and a competitor trauma nail was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2012-02178-1 and 2013-02218/2221).